Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) level was impacted (254 mg/dl). The customer reloaded the same cartridge, the issue was resolved and the customer was able to deliver a correction bolus.